Event description:
On (B)(6)2017 the lay user/patient contacted lifescan (lfs) alleging that their onetouch verioflex meter was repeatedly displaying the exact same blood glucose value of 142mg/dl. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began 3-4 weeks prior to contacting lfs. The patient manages their diabetes with pills, diet and exercise. The patient denied making any changes to their usual diabetes management regimen in response to the alleged issue. The patient reported developing symptoms of ¿sweaty, dizzy spells and losing balance¿. The patient stated that their doctor took them off their regular medication. The patient was unsure of the exact dates/times of the reported symptoms and change in treatment. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event after the alleged issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.